Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to electively remove the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 12, 2022.